Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe was damaged, but still operable. The following information was provided by the initial reporter: "when starting to use the syringe, it has been noticed that it had cracked."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-24. H6: investigation summary: sample received for investigation. Upon visual inspection, cracked barrel is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is due to kinks in the barrel supply. The barrel may have caught on the support guide, which caused the cracked barrel. Correction actions for the incident have been completed, including adjusting the gap of the barrel support guide on the transfer disk, and adjusting the height of the upper barrel support guide on the disc.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe was damaged, but still operable. The following information was provided by the initial reporter: "when starting to use the syringe, it has been noticed that it had cracked."